Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl (27.7 mmol/l). A replacement pump was sent by cts, and instructions on using the backup insulin pump and storage mode were provided. The caller was also informed about receiving a pump with updated software and advised on the steps to take after receiving the replacement. The caller understood the instructions and agreed to return the faulty pump using the provided return materials.